Manufacturer narrative:
Video analysis conclusion two videos were received for this analysis. The first video appears to show four different endurant delivery systems, focusing on the proximal ends of four blood stained devices and the distal end of one device. The distal end displays a tapered tip and a bloody, partially deployed graft, with the first two distal rings exposed and expanded, placed on a table. The second video appears to show four different endurant delivery systems, capturing the proximal end of three blood stained devices and the distal end of one device. The distal ends also display a tapered tip and a bloody, partially deployed graft with the first two distal rings exposed and expanded, placed on a table. Film analysis conclusion: the reported deployment difficulty was confirmed; however, the cause of the event could not be determined based on the single brief video angiogram provided. The pre-implant anatomy is unknown, and additional angiograms showing insertion of the delivery system, positioning at the deployment site, deployment of the two most proximal stents, as well as further attempts to deploy the remaining stents, were not available for a thorough assessment of the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular aortic repair for a 68mm aaa , the 16-20-124 iliac extension stent graft was advanced contralateral to the main body already in place. When attempting to deploy the prosthesis with counterclockwise rotation, only one strut deployed and it did not open further; the prosthesis never deployed. The trigger on the blue handle was not used at any time, but it was possible to rotate it completely counterclockwise. Repeated attempts to deploy the prosthesis were unsuccessful, and it was subsequently removed without being deployed. Another iliac extension was placed. Per the physician the cause of the event is undetermined. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B5: additional information received: it was reported the device was inspected before use and no issues were noted. The IFU was followed when trying to deploy the device. The trigger was used but it did not deploy the stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.